Event description:
It was observed that during the device evaluation, the video system center exhibited no power and no light is emitted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the power switch system was deformed leading to failure to power on whereas no light is emitted due to cracked lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.